Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the bolt on the crossbrace broke at the weld.

Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the bolt was sheared off inside of the tab. An expanded evaluation was performed. The expanded evaluation report confirmed that the tab on the inside of the cross brace was broken with the bolt sheared off inside of the tab. Corrosion was visible at the broken area. However, the underlying cause could not be determined.

Event description:
The dealer stated that the bolt on the crossbrace broke at the weld.